Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. FDA registration # mw5091534.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue at the base of the polyp, but failed to release from the catheter to deploy. Upon retraction of the device, it was noted that the clip did not exit the scope with the catheter. Reportedly, resistance was felt when trying to advance another resolution 360 clip device due to the clip that was stuck in the channel, so the scope was exchanged and this procedure was completed successfully with the second clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.